Event description:
It was reported that during a training/demo of the da vinci system, the customer encountered an error 319 on the universal surgical manipulator 4 (usm4). The customer hard power cycled the patient side cart but the issue remained. The technical service engineer confirmed the reported error in the system logs. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm did confirm and replicate the customer complaint "error 319". The usm was installed onto a patient fixture test platform (pftp) where ¿fiber test¿ was found to be failing on the ¿rolling loop fiber¿. Once testing was completed, the ¿rolling loop fiber¿ was further inspected and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿rolling loop assembly¿ was found to be the root cause of the reported event.